Event description:
The customer reported the system failed to display images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit boards and plugs inside the generator were reseated. Also, the high voltage candlesticks within the tube and tank were cleaned and regreased. The system was then found to be operating as intended.